Event description:
The customer reported a leak that occurred during an insulin infusion and stated that the patient's glucose was not responding. The patient required extra finger stick glucose readings as a result. The tubing was changed and then the patient responded to the insulin drip. The customer swabs the top of the valve with alcohol and also uses a juicing technique for cleaning. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of smartsite cracked and leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.